Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with colored water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿ , the device experienced blood leakage from the distal non patient end of the needle. The following information was provided by the initial reporter. The customer stated: the nurse took blood samples according to the normal procedure and found that the blood was leaking from the needle handle. The sample was discarded and resampled, but the patient and others were not affected.